Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up, computed tomography (CT) showed a potential type 3b endoleak. The physician elected to reline the main body by implanting an additional bifurcated stent and added a limb extension. The endoleak was sealed and the patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the following events have been confirmed; aneurysm sac growth, a type 3b endoleak, unintentional malposition of the suprarenal stent, partial coverage of the renal ostium (non flow limiting). The clinical evaluation additionally identified the following potential contributing factors to the reported event; off label use due to patient anatomy, sizing of the devices used, lateral stent movement, and aggressive angioplasty. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.